Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 438mg/dl. The customer experienced stomach pain and had ketones when tested. It was stated that the customer had a possible infection and they gave her an insulin drip and antibiotics. Troubleshooting was declined, and advised the caller to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.